Event description:
It was reported that patient underwent a replacement surgery of his inflatable penile prosthesis (ipp) due to loss of rigidity. The paralyne layers came apart and had tissue in growth making it difficult to remove. The doctor replaced ipp with a different manufacturers device. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.